Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification alleging the patient experienced a blood glucose (bg) value of 600mg/dl with large ketones. The patient reportedly had brassy eyes, experienced shakiness and had extreme drowsiness. There was reportedly a call service 064 alarm issue with the pump. Animas customer technical support (cts) reportedly made multiple attempts to obtain additional information without resolve. The patient reportedly discontinued insulin pump therapy. There was no additional information available for this complaint. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a call service 064 alarm issue.